Manufacturer narrative:
The insulin pump was received with cracked end cap, missing end cap sticker, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the tubing got stuck and the pump fell to the floor. The customer stated that the pump was broken into two parts. The customer stated that the battery compartment is stripped and there is barely screw in it. The customer mentioned that the bottom part of the pump broke opposite the battery and reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.